Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 49 mg/dl at the lowest. Reportedly, the customer contacted a healthcare provider (hcp) and hcp made adjustments to pump settings to address the event. Bg was addressed with carbohydrates and bg was 149 mg/dl at the time of report.